Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level had been as high as 500mg/dl. The customer's levels had been as low as 37mg/dl due to over dosing. The customer's most current level was 237mg/dl. The customer treated the highs with manual injections. Troubleshoot was conducted. The customer declined to conduct high pressure testing at this time. The customer was advised to conduct full set and reservoir change. The customer was advised to monitor the device.